Event description:
The initial reporter stated that a control was outside of range for ise indirect k for gen.2 on the cobas 6000 c (501) module. This customer then pulled a patient sample that was tested around the same time and repeated it. Repeat result for this sample did not match. The customer stated that the system switched reagent bottles during the run of a second sample and there was an alarm indicating that the reagent was short. The customer then pulled more samples and two had results which did not match. The customer provided data for a total of 13 patient samples and of these, one had an erroneous result which is reportable as a malfunction. While troubleshooting, the customer tried re-calibrating, but received errors. The customer noted that the same issues with k occurred one week prior. The patient sample initially resulted with a k value of 5 mmol/l, which was reported outside of the laboratory. The sample was repeated, resulting with a value of 3.8 mmol/l. A corrected report was issued. The patient was not adversely affected. The k electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the system diluent was contaminated. He replaced the diluent, replaced syringe seals, replaced a probe, and replaced tubing. He ran ise calibration and controls. All calibration and controls were within specifications. He ran precision studies. All checks and tests were within guidelines. The investigation could not identify a product problem. The cause of the event could not be determined.